Event description:
It was reported that a large needle driver instrument had a broken shaft. It was noticed out of the box. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was located at the distal end (tips) and there were no missing pieces, nor any portion of the instrument broke off.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large needle driver instrument to perform failure analysis. The instrument was found to have a broken main tube approximately 1.2985" from the distal tip. A piece measuring approximately 1.80mm x 1.58mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.